Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to some corrections required. Updated fields: d9, h2, h3, h6, h11. Corrected fields: e1 - address 1, e1 - address 2, e1 - city and e1 - email. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: camera cable was disconnected. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the malfunction image went completely dark was due to disconnected camera cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device image went completely dark. The event had occurred during therapeutic transurethral lithotomy. The procedure was completed using an olympus back-up device. There were no reports of patient harm.